Event description:
The time of event is unknown. There was no report of patient harm. Distal body damage.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the objective glue missing. Based on the result, we concluded that it was caused due to the physical damage applied on the objective glue. In addition, we confirmed that the lg prong deformed, the lcb distal cover glass leaky, the lg root brace rubber cut, the light guide fiber bundle (lcb) loosened, the distal body worn out, the insertion flexible tube (ift) bump, and the bending rubber bubbling; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we can not deny the possibility of the glue falls. Therefore, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.